Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the whole device was removed slowly with the guide wire and another promus premier stent completed the procedure.

Manufacturer narrative:
Device evaluated by MFR: promus premier, mr, ous 2.5x28mm stent delivery system (sds) was returned for analysis. The stent was deployed and therefore not returned. The balloon was subjected to positive pressure, the wings were relaxed and there was evidence of medium inside the balloon body. The balloon was inflated and deflated with no issue using an encore inflation device. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the guidewire was "frozen" inside the inner wire lumen. There was damage to the inner /outer distal to the port weld site. The inner appeared accordioned. The guidewire locked up inside wire lumen and could not be moved. A second location was also identified between 0mm-20mm proximal from bi-component bond. The area was dissected by the investigator however no damage was noted to the inner wire lumen at this location. It was identified that the guidewire was inside the inner lumen and could only be removed by dissection of the piece. Upon removal of the guidewire there was no damage noted. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the whole device was removed slowly with the guide wire and another promus premier stent completed the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 28 x 2.50 promus premier¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the sleeve around the lumen rumpled up, gripping the guide wire and the balloon could not be moved either way. The event was eventually resolved and the procedure was completed. No patient complications were reported and the patient's status was fine.